Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the programmer's floppy drive was broken and failed to format diskette and so was replaced. The touch screen was functional but was dented and was replaced. The inverter was functional but melt marks was noted which indicated overheating, the inverter cover was also melted and were replaced. The programmer booted correctly after the cooling component was replaced. The programmer passed all incoming functional tests thereafter.

Event description:
Boston scientific received information that the programmer booted-up intermittently and upon successful boot-up, the programmer needed to be unplugged to be turned off. The programmer will be returned. No adverse patient effects were reported.